Manufacturer narrative:
Information provided indicates that while the patient was at the long term care facility, the physician's orders were for v.a.c. Dressing changes every monday, wednesday and friday. Upon the patient's admission to hospital in 2009, the dressing was reported to have been in place 4-5 days and was not changed until six days later, by the hospital staff contrary to manufacturer's labeling including the instructions for use. In addition, to the dressing not being changed for 10 days, information provided by the hospital indicates that therapy may not have been applied for 6 of the 10 days; this is also contrary to manufacturer's labeling including the instructions for use. During the dressing change the same day, a small fistula was noted in the bowel. The wocn at the hospital stated that a non-adherent layer was not used. The physician caring for the patient stated that the wound had been debrided of a failed collagen graft, and the resulting wound was left with granulation tissue covering th bowel. The physician stated that there was no fistula present or documented until the dressing was removed the same day. Both wound ostomy and continence nurses (wocn) interviewed stated they were trained on v.a.c. Therapy, but they could not confirm if the regular nursing staff at either facility were trained on the use of v.a.c. Therapy. This is being reported as use error may have contributed to the reported development of the fistula. The v.a.c. Therapy system safety information and v.a.c. Granufoam application instructions states the following: wounds being treated with v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressing should be changed every 48 to 72 hours, but not less than 3 times per week, with frequency adjusted by the clinician as appropriate. Never leave a v.a.c. Dressing in place without active v.a.c. Therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c. Dressing from an unopened sterile package and restart v.a.c. Therapy; or apply an alternative dressing at the direction of the treating clinician. All exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c. Therapy. Always ensure that v.a.c. Foam dressings do not come in direct contact with vessels or organs. Use of the thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of fine-meshed, non-adherent material, or bioengineered tissue may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure that they are secured in a manner as to maintain their protective position throughout therapy.

Event description:
In 2009, it was reported that a patient who was receiving v.a.c. Therapy for a failed collagen graft on an abdominal wound resulting from previous hernia and bladder surgeries allegedly developed a fistula after the v.a.c. Granufoam dressing was left in place for approximately 10 days in both, long term care and acute facilities contrary to manufacturer's labeling and instructions for use. As of the following month, the patient was in an acute care facility to explore options for closing the wound.